Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this patient with a valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 3 years and 4 months for unknown reason. A 26mm valve was implanted within the surgical edwards valve using the transfemoral approach. No other information was provided.